Manufacturer narrative:
The large needle driver instrument was requested for return, but it has not been received for failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument did not hold the needle. The needle was reported to have fallen inside the patient but was retrieved successfully during the same surgical procedure which was completed robotically. The customer stated there was no visible cable damage.

Manufacturer narrative:
Updated fields: h3, annex code c, d. Device evaluation: intuitive surgical, inc. (Isi) received the large needle driver instrument to perform failure analysis. The reported complaint could not be replicated, nor confirmed as the instrument was fully functional. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly several times. The instrument passed the grip test. The instrument grips held the suture with great strength. The sewing test was done and passed. The instrument was also found to have a broken main chassis. The broken piece was not returned, measuring roughly 10mm x 4mm in size. The components adjacent to this broken chassis did not show damage.